Event description:
On in 2007, abbott spine was informed that a pt who underwent a lumbar fusion had an x-ray during a follow up visit. The x-ray showed that the incompass screw had disassembled post operatively. The screw head is still connected to the rod, however the head is dissociated from the construct. The surgeon has no plans to revise the construct at this time since the pt is reportedly doing well.

Manufacturer narrative:
Pt info is unk. The device is still implanted in the pt. Product catalog number and lot were not provided to abbott spine. Date product implanted is unk. Product has not been explanted. Reporter of event is sales representative. Date of manufacture is unk. Investigation is pending.